Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to an unlocked keypad connector. The insulin pump had a cracked belt clip slot, cracked reservoir tube lip and minor scratches on the display window. (B)(4)

Event description:
The customer reported via telephone call that the up arrow button was not responding properly. The blood glucose reading was 360 mg/dl. The insulin pump had been dropped and exposed to moisture in the past. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.